Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter. The customer stated that the problem with the unit was found during preventative maintenance. He went on to confirm that the feet on the device weren¿t safe, so he took it out of service and sent it to olympus. The device was never in the presence of a patient and no user was harmed by the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported that the suction force on the feet of his olympus maintenance unit was notably weak during receipt inspection. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit¿s power inlet and power switch were both damaged. This report is being submitted to capture the damaged power components noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The suction feet were found compromised during the device evaluation. Additionally, as noted in b5, the ac inlet at the rear of the device was critically damaged with wires exposed and the power switch had a cracked protective cover and the plastic cap had been torn off. The unit was also still equipped with the old version air pump, which was causing low air pressure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It was not possible to identify the root cause; however, the events likely occurred due to stress, handling, or external factors. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the suction feet at the bottom came off and are missing, the top cover, rear panel, and chassis are rusted, old type tubing was found, and the air pressure was low due to a faulty air pump unit. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.